Event description:
On 06-apr-2026, a sales representative reported via phone that an ar-4030c-09 fastthread biocomposite screw was found to have stripped its threading during an acl reconstruction. A new screw was opened to finish the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.